Event description:
Vesicular skin eruption (leg, flank) [rash vesicular]. Knee effusion [joint effusion]. Severe knee pain [arthralgia]. Case description: spontaneous report was received on (B)(6) 2012 from a pharmacist regarding a (B)(6) male patient, initials (B)(6). The patient's medical history was not provided. In (B)(6) 2012, the patient initiated synvisc (hylan g f 20) injection, 2 ml, in an unspecified location. The synvisc lot number was not provided. On (B)(6) 2012, 24 hours after synvisc injection, the patient experienced knee joint effusion and severe knee pain. On an unspecified date, the patient also experienced vesicular skin eruption extending from the injected knee over his thigh to his flank on the same side. Content of the vesicles was described as viscous and sanguineous. On an unspecified date, the patient was hospitalized. The action taken with synvisc treatment was not provided. Intensity of pain required therapy with morphine and oxygen supply. Knee joint puncture was performed and the synovial fluid was found to be sterile. The patient's skin eruption was treated with antihistamines. The patient recovered from skin symptoms within 4-5 days and was discharged from the hospital. The outcome for the event of joint effusion was recovered and the outcome for the event of knee pain was not yet recovered. Concomitant medications were not provided. The intensity for the event of severe knee pain was assessed as severe. The intensity for the vents of vesicular skin eruption (leg, flank) and knee effusion was not provided. The relationship between synvisc and the events of vesicular skin eruption (leg, flank), knee and knee effusion and severe knee pain were not provided by the reporting pharmacist. The qa (quality assurance) investigation results were received on (B)(6) 2012. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented an reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.